Event description:
The user facility reported that the when the glidewire involved was used, it was spun, and the wire broke at that moment. The patient was in stable condition. The sheath was used inside a trailblazer. There was no patient injury/medical or surgical intervention required. The procedure was stopped. The estimated blood loss was less than 250cc's. Additional information was received on 18jan2023: the procedure performed when the issue occurred was an angiogram. The angiogram was performed prior to the procedure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no tortuosity noted in the patient's anatomy. Approximately 300 mm of the device broke off. The issue resolved for the patient by being aspirated on the trailblazer catheter and removed from the sheath. The broken wire was removed from the patient. Additional information was received on 27jan2023: the wire broke when it was inserted and manipulated inside the patient's body.